Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the electro physiology planned treatment procedure was being performed when the issue occurred and was completed by using the mobile x ray. The remote service engineer (rse) inspected system onsite and customer informed rse that the system is operational but having issue with geometry locking. The philips field service engineer visited system onsite and confirmed that the system was unable to perform geometry movements. The review of system log files showed bios battery was defective as well as the ippc¿s power supply. Upon troubleshooting, the fse identified that the ippc was failed which caused the geometry to fail. The cause of the ippc failure was not conclusively determined by the supplier's part analysis, however, the other failure was found as hdd bay, failure description is pxe-hdd-detect. To resolve the issue, the fse replaced ippc and hard disks, installed software and firmware, recreated disk images and restarted the system, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were not working on the system. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.